Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is typically caused when excessive force is being applied on the device during use and/or over-torquing when the screw is already seated. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the tip of the screwdriver broke during insertion of the central screw. Fragment is still inside the patient. No attempts were made to retrieve fragment. Surgery was completed successfully with the device. No further information received at this time.

Event description:
It was reported that the tip of the screwdriver broke during insertion of the central screw. Fragment is still inside the patient. No attempts were made to retrieve fragment. Surgery was completed successfully with the device. No further information received at this time.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the device's tip was broken-off and twisted. The device met all material specifications as received. Complaint's event is typically caused by excessive force being applied on the device during use and/or torquing when the screw is already seated. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.